Event description:
It was reported that during a procedure using an electrophysiology catheter, "pole 14 or 15 had not signal." X-ray was used for the remainder of the procedure. No patient injury was reported by the user facility.

Manufacturer narrative:
At the time of this report, the complaint device has not been returned to stryker sustainability solutions (sss) for an evaluation. Once the device is returned and an investigation is completed, a follow up MDR will be submitted. Device not returned.